Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During a paroxysmal atrial fibrillation radiofrequency ablation procedure, with a dynamic xt catheter, a pericardial effusion occurred. During ablation of the anterior roof of the left superior pulmonary vein antrum, contact and stability were difficult. The catheter was then positioned on the coumadin ridge and ablation was started. The patient became hypotensive and ablation was ceased. A non-boston scientific (bsc) intra-cardiac echo (ice) catheter was used to scan for the pericadial effusion and located. Heparin was stopped and a pericardiocentesis was performed. The patient was followed and stable. It was indicated the effusion may have occurred during ablation of the anterior roof by a non-bsc catheter, however, the physician was uncertain of the cause. The devices in the heart were a non-bsc left atrium (la)/pulmonary vein (pv) mapping catheter, a non-bsc transseptal guiding introducer, a non-bsc transseptal needle, a non-bsc steerable sheath in the la for mapping and ablation, the dynamic xt catheter in the coronary sinus (cs) and the non-bsc ice catheter in right atrium (ra).